Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2011-02186. The pt received an scs system, including a percutaneous lead and an anchor, on (B)(6) 2010. It was reported the pt could not increase his stimulation. A diagnostic test of the leads found multiple invalid impedances. An x-ray revealed the lead had migrated, pulling through the lead anchor. As reprogramming has been unable to correct the issue, the pt is currently working with his physician to determine the next course of action.